Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent are identified in d2 and g4. Manufacturing review: a manufacturing related root cause was considered; therefore, the lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available a definite root cause could not be identified. Investigation summary: the returned sample is in unused condition with locked safety, and loaded stent. The catheter is kinked directly distal to the kink protection, and underneath components are broken. In addition, the inner catheter cardan tube is broken further distal in the mid section of the system. Based on the condition of the returned sample the stent sheath including inner assembly was drawn out in distal direction after break. The investigation leads to confirmed result for catheter kink, and catheter break. A damage on packaging/ device before unpacking was not identified. Based on the investigation of the provided information, the investigation is closed as confirmed for catheter kink and break. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'keep the device as straight as possible following removal from the packaging and while inserted in the patient. Failure to do so may impede the optimal deployment of the implant. Do not use a kinked delivery system.', and 'do not rotate the grip while extracting the stent system from the tray.', and 'examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent. Before the device was used, it was discovered that it was broken. There was no patient contact.